Event description:
Customer reported blood glucose results of 285 mg/dl and 112 mg/dl within 10 minutes on the aviva system without any symptoms or action taken on the results. Customer reported on a separate occasion, a blood glucose result of 97 mg/dl with hypoglycemia symptoms, drank orange juice and then retested at 204 mg/dl within 10 minutes on the aviva system. No adverse event reported. A request was made for the return of the system, replacement was sent.